Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. Unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery test due to display anomaly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, scratched display window and cracked battery tube threads.

Event description:
Customer's wife reported that the insulin pump had fallen and that the screen broke. The blood glucose reading was not given. She stated that the insulin pump fell due to low blood glucose. Nothing further was reported.